Event description:
It was reported that during testing it was observed that the motor device was "constantly running". The reporter stated that the device would "not turn off". The event did not occur during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.